Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that oversensing of noise on this right ventricular (rv) lead led to pacing inhibition longer than ten seconds. Impedance was reportedly within normal limits. No patient symptoms were reported. Boston scientific technical services (ts) recommended trying to recreate noise with isometrics. Noise could not be recreated. The physician plans to monitor and then reassess. No adverse patient effects were reported. This lead remains in service.

Event description:
It was later reported that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.